Event description:
It was reported that the customer was hospitalized due to high blood glucose of 198 mg/dl. It was stated that the customer was running low, took some glucose, and later he had symptoms of high glucose. The mother claimed that the insulin pump was not delivering the insulin. The caller stated that they don't have an extra supplies and would troubleshoot when he comes back home. Meanwhile the customer will use the back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.